Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the distal insulation was damaged which resulted in an electrical short between the coils and caused a threshold anomaly.

Event description:
It was reported that the lead exhibited unacceptable thresholds. The lead was explanted and replaced.